Event description:
Patient reported uncontrollable high blood glucose levels, and was admitted to hospital with diabetic ketoacidosis (blood glucose=585 mg/dl). Hospital treated patient with insulin injections and an insulin drip.